Event description:
Prior to a procedure, the team performed the needle test, but the physician stopped the test before it was complete by pressing "off". The needles produce acceptable ice during this first test. The test was performed again, but the team did not check to see if any ice was produced because they considered the first test acceptable for verifying that the needles performed appropriately. The physician placed the needles and started the freeze. No ice was produced (the needle shaft remained warm). The pt was anesthetized. The physician aborted the cryotherapy procedure and performed an rf ablation instead. The nurse called galil later and tested the needle with the galil rep on the phone. No ice was produced. She removed the needles and pushed down the handle bar: when she pressed "freeze", some gas was flowing out of the first port, suggesting that the machine is working correctly.

Manufacturer narrative:
Three needles were returned to galil for investigation. The needles were tested per the release atp specifications. Two of the three needles had slightly out of spec diameter results. The third needle met all test specifications. Although two needles had out of spec diameters, the diameters were so slightly out of spec that they could not have resulted in the lack of ice formation. A manufacturing process change was implemented in (B)(4) 2010, to improve the manufacturing of the 90 degree needles to help ensure conformance with the diameter specification. Galil will schedule a service call with the site to investigate the system. A follow-up report will be filed upon completion of the investigation.